Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, per michelle is very frustrated the machine is not suctioning, mother woke up wet wet. Sn (B)(6), lot#20230008. Haven't used in a month been in hospital. Troubleshooting lid-passed, troubleshooting with water-around 450-failed this is the canister with handled , wanted to try canister w/out handle from when purchased the machine lot# 20240008-t/s lid passed, t/s with water 600 ml-failed. Both canister purchased in 2024. Advised to replaced the canister she will call back once she puts money on her card.\ no medical impact or medical intervention reported.\ (female wick)

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient is very frustrated the machine is not suctioning; mother woke up wet. Sn (B)(6), lot#20230008. Haven't used in a month been in hospital. Troubleshooting lid-passed, troubleshooting with water-around 450-failed this is the canister with handle, wanted to try canister w/out handle from when purchased the machine lot# 20240008-t/s lid passed, t/s with water 600 ml-failed. Both canisters were purchased in 2024. Advised to replace the canister she will call back once she puts money on her card. No medical impact or medical intervention reported. (Female wick)